Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limit event site telephone number : (B)(6).

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) gave electrical test failure #50 message. There was no patient involvement.

Manufacturer narrative:
Updated fields; b4, d9, e1, g3, g6, h2, h3, h4, h6, h10, h11. Corrected fields: e3, g1. Additional phone number: (B)(6).

Event description:
N/a.